Manufacturer narrative:
The device was returned to a zoll approved business partner for evaluation. The customer report was observed during review of the device logs. However, a malfunction was unable to be duplicated during testing; the device passed bench handling, power cycling, and functional stress testing. A replacement power interface module was sent to the zoll approved business partner and will be replaced onsite as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, power cycling, and functional stress testing without duplicating the report. A replacement power interface module board was sent to replace as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "airway pressure sensing failure - 1052." Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that the clinician obtained another device to continue treating the patient.